Event description:
Patient received 1 appropriate shock during vt. Post shock sinus rhythm was at 70 bpm with pvcs. No allegation of a death. Patient reported burns and abrasions on their back after the treatment. Outcome of the irritation is unknown. Patient is going to continue to wear the lifevest.